Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained high blood glucose after being disconnected from the system for approximately 45 minutes following a meal, with fingerstick readings up to 426 mg/dl and persistent hyperglycemia that only improved after an infusion set and supply change, consistent with an insulin delivery occlusion. Customer care provided support that included agent-guided troubleshooting and education, including infusion set change. Investigation of this case revealed that the elevated glucose resolved after replacing the infusion set, indicating an occlusion that was corrected by the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery of glucose to 137 mg/dl after the supply change without medical intervention or hospitalization. It was concluded that an infusion set occlusion led to high glucose, and the issue was resolved with replacement of the contact detach set and system supplies.